Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it was reported that the delivery system met extreme resistance while trying to cross the native aortic valve. There was severe native valve calcification. Per report, the system ¿jumped¿ across the valve during attempts to cross. According to the proctor, the stiff part of the wire and the nose cone most likely caused the lv dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), an lv perforation occurred during a transfemoral tavr procedure. When crossing the aortic valve, the delivery system met extreme resistance. The system was backed out and when crossing again, the system ¿jumped¿ into the lv, approximately 10-15mm past the annulus. The valve/delivery system was repositioned to a 50/50 position. Prior to deployment, the patient¿s pressures dropped to 60/30. The decision was made to deploy the valve with rapid pacing. The valve deployed successfully. Pressures stayed at 50/30 and echo revealed bleeding from the lv and a pericardiocentesis was performed. This didn't resolve the bleeding so the cardiac surgeon began aortic/right atrial bypass and an open heart sternotomy to repair the lv perforation. When stitches were put into the lateral apical wall it was noted as more of a dissection then perforation, a new hole/tear would appear. After sewing and patching the lv, hemostasis was achieved; they attempted to take the patient off bypass. The patient had atrial fibrillation and perceived severe myocardial stunting. The decision was made by the family and doctors to allow the patient to expire.